Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported the app is showing them --- instead of values. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the product line was the follower app. Please disregard initial reporting under MFR# 3004753838-2018-94996.